Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion, guide catheter: mach1 7f jl3.5. The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Although this device is not commercially available for sale in the u.s, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that the 3.5x8mm nc tenku balloon dilatation catheter (bdc) was used for additional dilatation in 99% stenosis with moderate calcification in the mid right coronary artery. The bdc ruptured at 6 atmospheres and 10 seconds with the first inflation. After the bdc was removed from the anatomy, a 3.5x23mm xience stent was delivered. The procedure was successfully completed after stent implantation. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.